Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 on saturday morning 12 am and was release 5 am due to a low blood glucose level of 40 mg/dl, the customer's blood glucose level 146 mg/dl. The customer was wearing the insulin pump at the time of admission. The customer treated with food and glucose tablets in emergency room. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.